Event description:
No additional information was provided

Manufacturer narrative:
Pr (B)(4) - supplemental MDR - leakage other. One sample and one photo were provided to our quality team for investigation. The sample was tested and, no leakage was observed. The reported defect was not identified in the samples received. Therefore, no corrective actions are required. Furthermore, a device history record review was completed for provided lot number 4277298. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 302995, batch#: 4277298. It was reported that the bd syringe 10ml ll s/c 200 had leakage. The following information was provided by the initial reporter: rcc received a complaint via email. Dear bd product complaints, we would like to report an issue experienced with a leaking texium. Event: syringe with texium was attached to ns line at smartsite port closest to patient, the line had a piggyback vincristine attached via secondary tubing and running as a free drip gravity infusion. When attempting to aspirate from the IV line to verify blood return, texium appeared to leak a few drops at the tip of the texium where it was connected into the smartsite. Rn verified that the connection was engaged and connected securely. Blood return was checked again with aspiration and it leaked a second time, when a few drops of fluid were again noted to be coming from the tip of the texium. There was no patient harm. Vincristine and normal saline were the meds/fluids involved. Product info: ref: (B)(4) texium close male luer; lot: (10) 24095556. Ref: 302995 10ml syringe luer-lok tip; lot: 4277298.